Event description:
The user received a questionable urea /bun result for one patient sample. The initial result was 45 mg/dl and was reported outside the laboratory. Because of the high result, the patient was sent to an emergency department to be redrawn on (B)(6) 2011. The result from the redraw sample was 16 mg/dl. The user stated because the redraw result did not match the original result, on (B)(6) 2011 the laboratory pulled the original sample and retested it with a result of 20 mg/dl. No treatment other than the redraw venipuncture was performed based on the initial result. No adverse effects were alleged regarding the event. The urea/bun reagent lot numbers were 63619301 and 63348901. The field service representative determined the gear pump head and rinse height was out of adjustment and the tubing on the waste line was clogged. He adjusted the gear pump head to the proper pressure, adjusted the wash height of the detergent nozzle and decontaminated and cleaned all debris from the waste tubing. To verify the analyzer operation, he ran the patient sample with a result of 20 mg/dl and ran precision testing.